Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and power cable disconnect alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 12 days (B)(6) 2023 per timestamp). On (B)(6) 2023 at 21:26:20 and 21:26:56 ¿ 21:27:01, while connected to batteries, the power cable disconnect and low voltage alarm activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and resolved shortly after activating. There were no other notable alarms active in the log file. Heartmate 3 patient handbook, rev. D, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. D, section 6 "caring for the equipment" and heartmate 3 IFU, rev. C, section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook, rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a low voltage hazard alarm after bending over on the (B)(6) 2023. A review of the log file revealed low power hazard alarms and power cable disconnect alarms associated with the black power lead.

Manufacturer narrative:
Manufacturer's investigation conclusion, the reported event of low voltage and power cable disconnect alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 12 days (13may23 ¿ 24may23 per timestamp). On (B)(6) 2023 at 21:26:20 and 21:26:56 ¿ 21:27:01, while connected to batteries, the power cable disconnect and low voltage alarm activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and resolved shortly after activating. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n:(B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause of the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. D, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook, rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.